Manufacturer narrative:
(B)(4). The analysis found that one pse45a device was returned in good visual condition and with no cartridge loaded on the device. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the manual override system; the instrument was tested for functionality in the straight position with a test cartridge reload and then, the knife only advanced a few millimeters and the firing stopped. The knife reverse button was activated and the knife returned to home as intended. In order to verify the condition of the internal components the device was disassembled. Upon disassembling, the pawl bailout was found to be damaged and engaged with the drive bar. It prevented the device from firing; however, it could not be determined what may have caused this condition. Event could not be confirmed as the device closed and opened without any difficulties noted. The reverse button force worked as intended.

Event description:
It was reported that during a vats procedure, at the 8th firing, the echelon blocked during firing on lung tissue. Knife could not be reversed. The manual release lever had to be actioned. A new instrument was needed. No patient consequences reported.